Event description:
It was reported via repair work order that there was reduction in brake force due to head end and foot right caster tires had delaminated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.